Event description:
It was reported that the patient has spinal cord stimulation for pain of her leg and knee, and the she had an x-ray six months prior to the report. The patient did not feel like her stimulator was working so the initial reporter was wondering if x-ray could have interfered with the stimulator device. It was unknown when the patient¿s stimulator stopped working. No symptoms were reported. No outcome or interventions were reported. Additional follow-up was done to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).